Event description:
In the treatment of a-com artery aneurysm, during navigation, it was reported the catheter perforated the a1 vessel. Contrast extravasations indicated hemorrhage occurred. Physician was able to occlude the entire a1 segment with embolic coils to stop extravasations. The patient's current status was reported as some left-side weakness.

Manufacturer narrative:
The device was discarded by the hospital. Vessel perforation is a potential complication stated in the IFU. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.